Event description:
Invacare's territory business manager stated that the end user mentioned in passing that he had previously cut his hand on the four way toggle of his tdxsp-cg power chair. No alleged medical intervention.